Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that the user dropped the ilet, after which the touchscreen became completely unresponsive despite no visible screen cracks; power cycling and charging pad troubleshooting did not restore function, and a replacement pump was arranged. Symptoms included no adverse clinical effects and no reported changes in blood glucose. Outcomes included the user being advised to use backup therapy due to unreliable insulin delivery and meal announcements, to continue cgm use with the dexcom app or receiver, and to return the original device using the provided shipping label. Investigation included remote troubleshooting, instruction to shut down the device to prevent further alerts, and arrangements for device return to enable further assessment. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage due to dropping the device.